Event description:
It was reported that the customer experienced a high blood glucose reading over 500 mg/dl. The reporter stated that he was distracted after filling the tubing only to have the device stay on that screen without proceeding with the insulin delivery. He stated that he did not realize this once when it happened and he had to perform an emergency insertion site change after the infusion set was pulled out unexpectedly. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.